Event description:
I had the essure coils implanted 5 years ago. Ever since then, I've had rashes on my body, severe hair loss, abdominal pain, migraine headaches, pain after intercourse, a burning sensation during menstrual bleeding, and extreme fatigue. I'm (B)(6) and I feel like an old lady inside of me. Also, I got acne after the device was implanted, and I get a lot of hot flashes.